Event description:
It was reported that during a device replacement procedure due to normal battery depletion, the set screw on the device was unable to be loosened resulting in the inability to remove the right atrial (ra) lead. The right atrial lead was capped and replaced to resolve the event. The patient was in stable condition and the device was successfully replaced.

Manufacturer narrative:
The reported event of unable to untighten the atrial setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches are unable to penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the setscrew inset, a wrench could then be fully inserted and engaged the setscrew inset and untightened the setscrew. The lead was then able to be removed from the connector. The blood entered through a hole punched through the septum by the torque wrench at the time of implant.

Event description:
Additional information was received indicating the physician suspected the set screw was unable to be loosened due to stripping of the set screw.